Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (#mw5041670) in united states on 06-jul-2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer reported that she experienced chronic pelvic pain and heavy periods after the essure placement in 2008. These symptoms began in 2011/2012. She underwent a hysterectomy on (B)(6) 2015 and they found her right fallopian tube was perforated by the essure coil. Essure removal date was reported as (B)(6) 2015. No additional information was provided. Product technical complaint investigation and final assessment were received on 15-jul-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3-4 years later experienced chronic pelvic pain. She underwent hysterectomy and essure removal 7 years after insertion and it was found that her right fallopian tube was perforated by the essure coil. These events were considered serious due to medical significance and listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, the exact date and mechanism of the perforation are unknown. Consumer had chronic pelvic pain, underwent a hysterectomy and the perforation was found. The perforation likely had a contributory role in the occurrence of pelvic pain. Given the nature of the reported events, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident due to required intervention (hysterectomy/ essure removal). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 15-oct-2015: follow-up attempts were done with no response to date. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3-4 years later experienced chronic pelvic pain. She underwent hysterectomy and essure removal 7 years after insertion and it was found that her right fallopian tube was perforated by the essure coil. These events were considered serious due to medical significance and listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, the exact date and mechanism of the perforation are unknown. Consumer had chronic pelvic pain, underwent a hysterectomy and the perforation was found. The perforation likely had a contributory role in the occurrence of pelvic pain. Given the nature of the reported events, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident due to required intervention (hysterectomy/ essure removal). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
This is a correction to the initial report submitted august 3, 2015, the 'date received by manufacturer" has been updated frpm 06/06/2015 to the correct date of 07/06/2015. Date was reported accurately in 'describe event or problem' of initial report.